Event description:
Asr revision; left asr xl acetabular system; reasons for revision: pain; alval/soft tissue reaction; synovitis; effusion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision left asr xl acetabular systemreasons for revision: pain, alval/soft tissue reaction/synovitis/effusion. ***update - second form 57 received (B)(4) 2013. Stem and taper sleeve removed as not revised with head and cup - see com (B)(4) for second revision. *** (B)(4) 2013 - correction: taper sleeve would have been explanted with the head, so taper sleeve has been added to com.update (B)(4) 2017: email notification from kennedys received. Added manufacturing date for all products. Updated complainant information. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.